Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece didn't fall into the patient's body. Changed to another one to compete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.